Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2024-00295.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod packing coil (packing coil), a ruby coil, and a non-penumbra microcatheter. During the procedure, while advancing a packing coil through the microcatheter, the physician experienced resistance. Subsequently, the packing coil unintentionally detached mid-shaft within the microcatheter. Therefore, the microcatheter containing the packing coil was removed. It was reported that the packing coil was flushed out on the back table. Next, while advancing a ruby coil through the microcatheter, resistance was felt and the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the coil was flushed out. The procedure was completed with a pod coil, a packing coil and the same microcatheter. There was no report of an adverse effect to the patient.